Manufacturer narrative:
This device will not be returned as it was retained by the explanting facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was also reported to have emitted tones. A revision procedure was subsequently performed wherein this device was explanted and replaced.